Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) had a possible infection at the lead site. The patient developed fever and shivers and the wound site appeared thick with pus. In turn, the patient was given antibiotics to treat the wound and suspected infection. Note: patient's implanted device information is unknown at this time.

Event description:
Follow-up revealed the patient's infection has resolved and the patient's condition is stable. The lead remains implanted. In addition, the manufacturer was unable to obtain additional lead details despite several attempts.